Event description:
It was reported that the patient presented in clinic for device upgrade procedure. Prior to procedure, fluoroscopy imaging was performed and revealed externalized conductors on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.